Event description:
It was reported that the patient was swelling more than usual. Note, although swelling occurred, there is no indication of extravasation or serious injury as a result of the swelling.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was swelling more than usual. Note, although swelling occurred, there is no indication of extravasation or serious injury as a result of the swelling.

Manufacturer narrative:
Alleged failure: cib, brent, onsite, pressure was to high they switched out units and a different one worked fine, wcb the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.